Manufacturer narrative:
Device passed rewind test, sleep current measurement, active current measurement and self test. Unit received with no delivery during prime/seating, problem isolated to motor assembly. Unable to perform displacement test, basic occlusion, force sensor test, and occlusion test due to unit failed prime/seating.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm and displacement test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.